Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No frozen screen noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was frozen. Customer removed the battery from the pump, but when she placed it back in, the buttons were unresponsive. Customer stated that she was able to start pushing buttons during the call. Customer stated that she does not normally wake up with a high blood glucose level in the morning. Customer's blood glucose level was 275 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.